Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. It was also noted that one of the spinal cord stimulator (scs) leads was defective. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7172277. Model/catalog description: scs-linear leads. Unique identifier (UDI)#: (B)(4).